Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
During tha surgery, the surgeon shaved the acetabulum too much, the bottom of the acetabulum was broken. Adm cup was placed as it is and the surgery was finished. The observation is being carried out.